Event description:
It was reported that a small volume infusor underinfused. The reporter stated that the amount of drug solution remaining in the device was ¿significantly larger¿ than expected after one day of infusion. This occurred during infusion of 75 ml fluorouracil and 30 ml normal saline, for a total fill volume of 105 ml. The expected time of infusion was 46 hours. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured november 18, 2013 ¿ november 19, 2013. Evaluation summary: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed; the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.